Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the infusion tubing had detached from the connector on multiple infusion sets causing insulin to leak. The patient experienced elevated blood glucose levels as high as 525 mg/dl. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.